Event description:
Devices were implanted in 2003, due to disc herniation. After three months, pt felt low back pain. No positive finding in MRI. In 2004, found one rod was broken, and 3 months later, the rod was removed.